Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) of the drug heparin in the surgical unit. The customer reported that the "...patient was admitted on (B)(6) 2015 for a fractured hip after a fall. Inr on admission was 4.06. Due to high inr coumadin stopped and patient placed on heparin drip to continue to provide anticoagulation. Jennifer stated that the heparin over infusion that took place on (B)(6) 2016 was due to user error. The nurse incorrectly entered 500ml/hr versus 22.6ml/hr. Ptt on (B)(6) 1135 199.2. Ptt on (B)(6) 0853am 31.4. Heparin gtt restarted per protocol (B)(6) 2015 at 1030am." The customer stressed that the delay in surgery was not due to the heparin over infusion event and it was determined by the orthopaedic surgeon to be as a result of the coumadin therapy in which it was necessary to wait until the inr stabilized to move forward with surgery. Per the surgeon operative note on (B)(6) 2015, "... A (B)(6) male presented after a fall on to his left hip and he sustained a fracture. He was anticoagulated due to a mechanical aortic valve and his inr has taken until now to come down to 1.3 after approximately 6 days." The patient was discharged to (B)(6) for rehab on (B)(6) 2016. It was also reported there was no patient injury.